Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the resutls in a supplemental report.

Event description:
The reporter called lifescan on 12/12/2004 and alleged that the pt's meter would not power on. The last time the pt was able to test on her meter was in 2004, at 8:25 a.m. The pt was using the correct test strips; the battery was correctly installed and less than 1 yr old. The pt contacted her medical professional for advice; she received phone advice. A test was taken on another meter and the result was 156 mg/dl. The pt reported an issue with the power button. Based on the info provided, there is evidence of a meter malfunction; however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.